Event description:
The customer reported the nozzle of the evis lucera elite colonovideoscope was blocked. The issue was found during maintenance. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and there was foreign debris protruding from the air/water nozzle. The blockage protruding from the outlet pipe appeared to be a black rubber like material. The report is being submitted due to foreign debris in the nozzle found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in event evaluation found the light cover glass adhesive was worn, the optical cover glass adhesive was worn, the distal end adhesive was worn, the up/down and right/left angulation was not to specification, the up/down and right/left knobs had play, air and water channel volume did not meet specification, water flow did not meet specification, water removal did not meet specification, and the electrical safety test failed. A comprehensive leakage check was done and no leaks were evident. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a rubber-like black material - however, a further cause of the suggested phenomenon could not be presumed from the information obtained. In order to prevent recurrence of the event, it is recommended that the user facility to review the method of performing the nozzle cleaning process in accordance with the instructions for use (IFU). Olympus will continue to monitor field performance for this device.